Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed varying longevity estimates. It was also noted that a power on reset (por) had occurred. A save to disk was performed and sent to bsc for analysis. Por was confirmed and an error was noted in the parameter bank. It is unknown what caused the resets and failure of the parameter bank. It was recommended that the device be replaced and returned for analysis.